Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles in the shell, a crease fold, wear abrasion, delamination, valve crack and a curved opening. Leak test and microscopic analysis was performed which identified partial delamination on valve (approximately 5%), cracked valve seat and sharp opening on the plug strap bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on plug strap bond edge due to an unidentified (tear) opening. A delamination partial of the valve (cohesive failure). Reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.